Manufacturer narrative:
(B)(4). Date sent: 5/14/2021. Batch #: unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what was the pre and postoperative anti-coagulant and pain management protocol? Standard heparin 5000, tiad one dose preoperative and then every 8 hours. For pain management - toradol, acetaminophen and oxycodone. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Does the surgeon pulse fire or use one continuous firing stroke? Pulse fire. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No. Is the product code and lot # of stapler used available? No. Used buttressing on all firing except the one that bleed (bowel). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastrectomy revision while using a white reload on the duodenum it appeared to have hemostasis. After the procedure the drain output appeared to be high. The patient was readmitted on (B)(6) 2021 and the surgeon had to use three clips to control the bleeding. Upon observation it appeared that the bleeding was coming from the white reload. There was five hundred cc of blood in the patients abdomen. A transfusion was not required. Patient is doing fine.